Event description:
It was reported that the pt experienced no stimulation, loss of therapeutic effect, and left leg numbness for two months. The pt had exceeded all maximum settings without obtaining stimulation. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.